Event description:
It was reported that when using the bd pyxis¿ medbank tower aux unable to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user had an unknown issue and needs to change login pin. The technical support specialist guided the user through the process of making changes within the application after logging in using her fingerprint. The system functioned as intended after the technical support specialist resolved the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.